Manufacturer narrative:
Additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this 80 year old patient with valve model 3300tfx21mm implanted in the aortic position underwent a valve in valve procedure after an implant duration of four (4) years and ten (10) months due to valve degeneration leading to stenosis. The patient presented with shortness of breath before valve replacement. A 23mm transcatheter valve was implanted within the pre-existing surgical device.

Manufacturer narrative:
Updated b5, g3 and h6 (device code).

Event description:
Edwards received notification that this 80 years old patient with valve model 3300tfx21mm implanted in the aortic position underwent a valve-in-valve procedure after an implant duration of four (4) years and 10 (ten) months due to degeneration leading to stenosis. As reported mean gradient at the time of initial procedure was already high (17mmhg) probably due to patient prothesis mismatch since the beginning but no other information could be provided. The patient presented with shortness of breath. A 23mm transcatheter valve was implanted successfully within the pre-existing surgical device. As reported, the patient was expected to be discharged per usual procedure.

Event description:
Edwards received notification that this 80 years old patient with valve model 3300tfx21mm implanted in the aortic position underwent a valve-in-valve procedure after an implant duration of four (4) years and 10 (ten) months due to degeneration leading to stenosis. Peak gradient was 71mmhg and mean gradient was 44mmhg before the valve-in-valve. Mean gradient right after the initial implant procedure was already high (17mmhg) likely due to patient prosthesis mismatch, but no other information could be provided. The patient presented with shortness of breath. A 23mm transcatheter valve was implanted successfully within the pre-existing surgical device. As reported, the patient was expected to be discharged per usual procedure.

Manufacturer narrative:
The device history record (DHR) review showed that this device passed all manufacturing inspections prior to release. No non-conformances were identified that could be related with the reported event. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction. A definitive root cause cannot be conclusively determined; however, patient and/or procedural (e.g., patient-prosthesis mismatch) factors likely caused or contributed.